Event description:
It was reported 4 days after the implant of a 29 mm transcatheter aortic bioprosthetic valve (tav), a permanent pacemaker was implanted due to unspecified conduction disturbances. No other details were provided.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B3. B5. D4. H4. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported 4 days after the implant of a 29 mm transcatheter aortic bioprosthetic valve (tav), a permanent pacemaker was implanted due to unspecified conduction disturbances. No other details were provided. Additional information was received that the patient had pre-existing right bundle branch block (rbbb) and was high risk for a block; however, the pacemaker was not planned prior to the tav procedure. During the valve implant procedure, "2:1" atrio-ventricular (av) block was observed. Following the implant procedure, atrial fibrillation (afib) occurred. The permanent pacemaker was implanted due to complete heart block (chb).

Manufacturer narrative:
Updated data: d. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evolutfx-2329; product ID: d-ev olutfx-2329; lot: 0012454241; UDI: (B)(4); manufactured date: 2024-09-21; use by date: 2026-09-21; implant date: n/a; FDA site ID: 9612164. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.